Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. (B)(4).

Event description:
On 2015-dec-08 information was received from a healthcare provider (hcp) via a representative regarding a patient receiving intrathecal fentanyl, bupivacaine, and sufentanil via an implanted pump system. The patient's pump was reportedly empty and had been dry for about a month. The representative did not have access to an 8840 programmer, and they were not currently with the patient. The patient had moved from (B)(6), and they were not able to secure new care. A doctor was to see the patient in a couple of weeks to assess the pump. No symptoms were reported. Additional information was received the following day on (B)(6) 2015 indicating that the dry pump had not been resolved, and the pump was to be tested in two weeks. No troubleshooting was performed. Additional information was requested to determine contact information for the patient's healthcare provider, the results of the pump test, and if the empty pump resolved. Additional information was received indicating the doctor removed the catheter remains as well as the "pump tubing", and currently the patient had saline in the pump. Pump tests were performed on (B)(6), though the type and results of the tests were not provided.